Event description:
Customer reported 6060 pump was programmed to adminster 0.8 ml per hour. Upon a routine visit to the patient it was discovered the rate had changed to 1.6ml per hour while in use on the patient. The pump was in continuous mode. The drug being administered was dilaudid. No patient injury or medical intervention has been reprted at this time. The pumps were reprogrammed to the correct rate when discovered.